Event description:
The pt has 2 leads (from the same lot) implanted as part of her scs system. It was reported the pt is not receiving effective stimulation. It was also reported the stimulation is covering the correct area; the pt is not receiving relief from her pain. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.